Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. It was reported that the customer's blood glucose (bg) level was 463 mg/dl. During a follow up call with tandem technical support, the customer stated manual insulin injections had been administered and bg level had decreased to 211 mg/dl.